Event description:
It was reported: "trials found in our loaner kit starting to crack."

Manufacturer narrative:
Evaluation summary: a design non-conformance was observed based on the results of the visual inspection where the triathlon distal augment trials have fractured. The product experience reporting database shows this event is related to a trend of similar events where the triathlon distal augment trials are cracking. This is the same event as: MFR# 2249697-2011-00252, MFR# 2249697-2011-00253, MFR# 2249697-2011-00254, MFR# 2249697-2011-00255, MFR# 2249697-2011-00256.